Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening and missing shell observed assessed as inconclusive. Capsular contracture: unable to observe. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular contracture without removal, baker grade unknown. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [01/24/2011]. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported left side capsular contracture without removal, baker grade unknown. Healthcare professional later reported rupture. Device has been explanted.